Event description:
It was reported that the customer was hospitalized due to low blood glucose of 11mg/dl. It was stated that the cause of his admission was diabetes ketoacidosis. The mother stated that the customer was experiencing stomach pain, and he was diagnosed with sponge kidney. The caller mentioned that the quick serter was not working as it should. The mother did not have the insulin pump available at the time to perform the testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.